Event description:
"The aim plus was programmed by the homecare nurse during the morning visit & the pump was started. No clinical info on the pt could be given by the nurse. The nurse could not specify the prescription & the programmed therapy but states that the pump started infusing as it should do. The pt was receiving the antibiotics intravenously & realized the pump was not infusing the medication late in the evening when it was programmed to. The nurse was called & had to go for an additional home visit to clarify the situation. The pump was not infusion the medication, no alarms & no messages were displayed on the pump when she arrived. The nurse verifed the program & wanted to start the pump by pressing start. The pump would not start despite many attempts. The nurse attempted to press the purge button & this function would not work either. The nurse then removed the IV cassette & pulled on the tab that reads 'do not remove' & remove that tab, reinserted the cassette into the pump & press 'start'. The pump started infusion & no further incidents occurred following this intervention." Upon further query the following info was provided: the reported indicated the nurse had changed tubing & bag & left the pt. The pump was in a fanny pack & antibiotic was "probably ceftriazone." The pt called her back hours later when pt noted the pump did not start the antibiptic infusion as expected. The reported stated, "the dose was delayed" but there were no reported adverse pt effects.